Manufacturer narrative:
No information was captured, as the contact information of the primary reporter (pharmacist) was not provided. No information was captured as the customer's age and weight were not provided.

Event description:
A pharmacist called on behalf of the customer to report that the customer's blood glucose readings were not being stored in the memory of the contour next ez meter. There were no readings in the meter's memory. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour next ez meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.